Manufacturer narrative:
The reported complaint of loose or intermittent connection was confirmed. Analysis of the header showed both setscrew insets were stripped from improper tool insertion, this is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure the set screw was unable to screw on. The pacemaker was removed and replaced. The patient was in stable condition.